Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot was performed and passed. Functional tests were performed and passed. Performed "try it" test and passed. An intermittent audio test using the communication tool was performed and passed. Open and interior inspection was performed and passed. The speaker was measured and passed. The receiver log was downloaded and reviewed fining no error related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.